Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the right atrial lead exhibited high capture thresholds. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was unknown.